Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon third inflation at 10atm. The device was removed using normal method without any problem. The procedure was completed with another wolverine coronary cutting balloon. There were no complications reported and the patient was in good condition post procedure.